Event description:
Complinant alleged that during an evaluation of the device by the customer for potential sales purposes, the medics attempted to monitor a patient (age and gender unknown), but the device displayed a "poor pad contact" error message. There was no indication from the complainant of any adverse effect to the patient as a result of the reported malfunction. The stat pads mult-function electrodes have not been returned to zoll evaluation. In addition, the lot number of the stat pads multi-function electrodes that were used in the event is unknown, as both the packaging and the used electrodes were discarded subsequent to the event.